Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. This is 1 of 2 reports of the patient reported to repeatedly have inaccurate low readings after different attempts of cgm insert. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 04/24/2026 and 04/26/2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient's parent reported inaccurate low readings. The cgm reading was in the 200 mg/dl range, and the blood glucose reading was in the 300 mg/dl range. On (B)(6) 2026, the patient was hospitalized with diabetic ketoacidosis. No further symptoms were reported. No specific treatment was reported, and it was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Multiple callback attempts were made but was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026. There were no reported glucose values available to search within the parkes error grid calculator on 04/25/2026 - 04/26/2026. No additional patient or event information is available.